Event description:
On (B)(6) 2025, the user received an "alert 61" on the ilet pump. Agent arranged for an immediate replacement. Blood glucose was not affected. No symptoms reported by the patient during the event, and no medical intervention required and reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.